Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The issue was due to a failure of the printed-circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that during a new installation of an evis exera iii video system center, the serial digital interface (sdi) signals were not working. The installation was not completed. No patient harm reported.